Event description:
Report received per response to annual device tracking report. Pt had progressed post implant, without significant event, until 11/28/1997. At that time tissue over the pump was draining serious drainage. The area was cultured - no results available from reporter. The decision was made to proceed to explant of the device in 1998. Pt had an uneventful recovery, was referred to the infection control group and was cleared for implant of a new device in 1998. This new device remains implanted to date.